Manufacturer narrative:
Device evaluation summary: the monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no evidence of a device malfunction that would have caused or contributed to the patient's death. Device manufacture dates: monitor sn (B)(4): 10/09/2015, electrode belt sn (B)(4): 05/08/2014.

Event description:
A us distributor reported that a patient passed away on (B)(6) 2016 around 21:00 and received an inappropriate treatment prior to passing. It was reported that the patient was unconscious at the time of the treatment shock at 20:23:23 on (B)(6) 2016. The rhythm at the time of the treatment was asystole with CPR artifact. The post-shock rhythm was asystole. After the treatment shock, the electrode belt was disconnected at 20:23:27 and later reconnected at 21:00:15. Asystole was then detected from 21:03:02 until 21:09:29. The response buttons were then pressed intermittently from 21:10:57 to 21:11:10. Asystole was detected again from 21:11:57 until 21:12:35 and at 21:14:35, and the electrode belt was disconnected at 21:15:49. The CPR artifact, response button use, and electrode belt disconnection/connection indicate the presence of bystanders, as the patient was reportedly unconscious throughout the entire event. The patient passed away on (B)(6) 2016.